Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, patient reported that they urinate/ have accidents at night and that they felt like they had to urinate but could not. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient never had therapeutic effect. The caller reported that the patient¿s target urinary symptoms had not been controlled since implant. The caller stated the patient had been ¿getting up¿ every 1.5 hours and ¿letting her bowels go¿ at night between 3am and 4am. The caller stated that originally the patient was set to program 1 at 1.6 v and the caller had since increased to 2.0 v. It was noted the patient had an appointment on july 30th to see the healthcare professional (hcp). There were no further complications that have been reported as a result of this event. Additional information was received from the patient's friend/family member. It was reported the patient saw their healthcare provider (pa) and they turned the stimulation up to 3.0v, but the patient was still not getting the results they were looking for. Caller reported that sometimes they emptied their bladder during the day, but at night maybe they were in a deep sleep and they would urinate; have an accident. Patient reported that other times they felt like they needed to urinate, but couldn't. The caller was walked through changing stimulation from program 1 at 3.0v to program 2 at 2.8v, caller was feeling stimulation in their left thigh. They were walked through changing to program 3 at 5.4v and the caller confirmed they felt it in their bike seat area. Patient was directed to follow-up with the healthcare provider regarding the loss of therapy, they were going to monitor symptoms since a change was made. Additional information was received from the patient. They reported that after speaking with the manufacturer again, they went to program 3 at 6.0. It appeared to work at that level. At night, the symptoms were varied and that was why they changed. Steps taken to resolve the issue were reported as moving to program 3 at 6.0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.